Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had a slight inflammation or edema on the implant site. Thus, the physician opted to perform an invasive culture from inside the device. However, the result was inconclusive. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had a slight inflammation or edema on the implant site. Thus, the physician opted to perform an invasive culture from inside the device. However, the result was inconclusive. There were no additional adverse patient effects reported. This pacemaker was explanted.